Event description:
Us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red bumpy itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication and advised the patient to discontinue use of the lv.follow up indicated that the skin irritation improved.